Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was issued an alert due to low pacing impedances. Noise was also reported. It was noted that the impedances had been stable around the 500 ohm range, however one measurement dropped below 200 ohms. There were no adverse patient effects reported. Five months later a lead revision was performed. The lead was surgically abandoned and replaced. The local area sales representative was contacted and confirmed there were no adverse patient effects as this patient is not pacemaker dependent.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.